Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call and issues on the insulin pump. Customer's blood glucose level was 422 mg/dl. Customer believed they had high blood glucose due to auto off feature. Customer was assisted with removing the feature.